Manufacturer narrative:
(B)(4). Report source - foreign - france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The patient reported that he underwent revision surgery due to a bone fracture. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1; d4. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were received but were not of adequate quality to be of benefit to the investigation so were not sent to a radiologist for assessment. However, the radiographs do show a periprosthetic femoral fracture. It is not possible to identify the stem which was implanted at the time of the fracture from the images. Medical notes were provided and reviewed which also do not identify the model of the stem which was implanted at the time of the periprosthetic femoral fracture. The notes state that the patient was in bed at the time of the fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.